Manufacturer narrative:
B5: additional information: the problem was resolved with the lens exchange. Claim#: (B)(4).

Event description:
The reporter indicated that a 13.2mm vicmo13.2 implantable collamer lens, diopter -9.5 was implanted into the patient's right eye (od) upside down. This occurred on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged with a same size and power lens. Reportedly, no patient injury occurred and the cause of the event is reported as unknown.

Manufacturer narrative:
Weight, ethnicity, race: unk. PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4). No similar complaints reported for units within the same lot. Claim# (B)(4).